Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On the event date, the pt reported to a company representative that she left her insulin infusion headset in too long and her site area was red and hot to the touch. The pt spoke with her doctor who gave her oral antibiotics and cream. Four days later, the company representative reported she spoke with the pt's daughter one day prior, and she said the pt's site area was "red and oozing." The representative said she met with the pt this morning for additional training and advised the pt to see a doctor for the site infection. The pt saw her doctor at 1 pm and was admitted to the hospital with a site abscess. She is being treated with IV antibiotics. The representative said the pt also had elevated blood glucose readings and her basal rates were adjusted. On follow up on two days later, the pt's daughter-in-law stated the pt is still in the hospital and that it might be a few days before she is released. On follow up in the same month, the pt's son stated the pt was being released from the hospital today. Further attempts to follow up with the pt were unsuccessful. No product will be returned for evaluation.